Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte night aligners, patient reported that they are experiencing jaw pain and discomfort wearing the aligners. Patient stated they went to the dentist and was directed to stop aligner treatment due to the jaw issues. Requested bite video with aligners on, lor to cease treatment and provided tips for jaw pain.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.